Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcos"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problem"), migraine ("migraines/headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), irritability ("psychological or psychiatric problems condition: irritability"), depression ("depression"), fatigue ("fatigue"), alopecia ("hair loss") and vision blurred ("vision/eye problems type: blurry") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure coil removal). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, polycystic ovaries, vaginal discharge, dyspareunia, urinary tract disorder, anaemia, tooth disorder, migraine, nausea, irritability, depression, fatigue, alopecia, vision blurred and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, irritability, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: device was not removed. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcos"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problem"), migraine ("migraines/headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), irritability ("psychological or psychiatric problems condition: irritability"), depression ("depression"), fatigue ("fatigue"), alopecia ("hair loss") and vision blurred ("vision/eye problems type: blurry") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure coil removal). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, polycystic ovaries, vaginal discharge, dyspareunia, urinary tract disorder, anaemia, tooth disorder, migraine, nausea, irritability, depression, fatigue, alopecia, vision blurred and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, irritability, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: device was not removed. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-nov-2020: pfs received. Reporter information was added. Rcc was updated. Events "pain, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), infection (bladder/ urinary tract/vaginal) type: vaginal, reproductive system disorder or condition type of disorder or condition: pcos, vaginal discharge, dyspareunia (painful sexual intercourse), bladder or urinary problems or changes, blood or heart disorder/condition type: anemia, dental problem, migraine/headache, nausea, nickel allergy, psychological or psychiatric problems condition: irritability, depression, fatigue, hair loss, vision/eye problems type: blurry, weight gain and plaintiff did not undergo essure confirmation test" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed in october 2011. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received-event injury updated to medical device removal. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.